Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received inappropriate antitachycardia pacing therapy and inappropriate hv shocks due to noise. There was also high capture threshold and decrease in sensing. During lead explant procedure, lead dislodgement was noted. Lead was replaced. Patient's condition was good.